Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection (other) : utreus'), pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation ((B)(6) 2012) and total hysterectomy and double salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine infection, abdominal pain and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic /abdominal pain. If "other" please describe hysterectomy as a result of complications, and severe pelvic pain. Date of removal- (B)(6) 2015, (B)(6) 2014 (per pfs-discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet:received: events" abnormal bleeding (vaginal, menorrhagia), infection (other): uterus, dysmenorrhea (cramping), and dyspareunia (painful sexual intercourse) were added. Patient demographic, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2014, hysterectomy full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic /abdominal pain. If "other" please describe hysterectomy as a result of complications, and severe pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: event injury was replaced with pain: pelvic/abdominal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection-uterus'), sepsis ('infection (other) : utreus - sepsis'), pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced sepsis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation ((B)(6) 2012), total hysterectomy and double salpingectomy and total hysterectomy and double salpingectomy,hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine infection, sepsis, abdominal pain and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, sepsis, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic /abdominal pain. If "other" please describe hysterectomy as a result of complications, and severe pelvic pain. Date of removal- (B)(6) 2015, (B)(6) 2014 (per pfs-discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : aka named added , reporter added , event added:sepsis , event onset date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('infection-uterus'), sepsis ('infection (other) : utreus - sepsis'), pelvic pain ('severe pelvic pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced sepsis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation ((B)(6) 2012), total hysterectomy and double salpingectomy and total hysterectomy and double salpingectomy,hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine infection, sepsis, abdominal pain and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, sepsis, uterine infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic /abdominal pain. If "other" please describe hysterectomy as a result of complications, and severe pelvic pain. Date of removal- (B)(6) 2015, (B)(6) 2014 (per pfs-discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(4) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2014, hysterectomy full). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic /abdominal pain. If "other" please describe hysterectomy as a result of complications, and severe pelvic pain. Date of removal-(B)(6) 2015, (B)(6) 2014 (per pfs-discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received: reporters were added. Event outcome of pelvic pain was updated from unknown to recovered\resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.